Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had a ¿pixel issue and that the screen of pump separated from pump¿. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level by a correction bolus via the pump. Ultimately, the customer reverted to an alternate method insulin therapy.